Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
(B)(6) is allowing the creation of multiple external contours resulting in the ssd (source-to-skin-distance) not being calculated correctly.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. Monaco needs to have one structure of classification "external" in order to calculate treatment plans. Monaco allows duplicate structures with classification of external (i.e. External = patient outline), when an unusual configuration is used. This occurs when a user imports an anatomical group (i.e. Template with structure names/properties) into a patient that already has an external structure associated with it. When this happens, there could be graphical display issues such as the beam being erroneously presented (the central beam line) and the ssd (source to skin distance) could be incorrect which could lead to the dose reference points (point calculations used for qa comparisons) not being calculated, however the 3d dose calculation which is used by the user to evaluate the plan (dvh - dose volume histogram, isodose lines, mus) is still correct which is why this is not a safety issue that would lead to a mistreatment.